Event description:
The pt underwent an arch aortogram, selective catheterization of right innominate artery with intracerebral arteriography and carotid arteriography, selective catheterization of left common carotid, with left common carotid arteriogram, intracerebral arteriogram and selective catheterization of left subclavian and left vertebral arteriogram. During the first run of the right common carotid artery, the med rad injector made "whooshing" sound as it injected. The injector lines were checked and there was no leak. The syringe and injector sleeve were checked and there was no leak. The syringe and injector sleeve were changed out at this point. The test continued on the right side with no change in the pt's vital signs. The catheter was brought down into the left proximal subclavian and an axillary picture was obtained. At this stage, it was suddenly noticed that the pt had become dysarthric. Pt was moving all limbs appropriately and was fully responsive. The machine was checked by med rad technician and found to be operating correctly.